Event description:
The complainant reported that after impella 5.5 placement and following transfer to intensive care unit, echocardiogram (echo) showed pump position deep in left ventricle. The team repositioned and withdrew 2 cm at bedside under echo guidance. Eleven days of 5.5 support impella was repositioned again due to posterior orientation of inflow. Additionally, there was an acute increase in jp drainage overnight from impella site, total of 750cc. Dressing remained intact and 1 point drop in hemoglobin. One unit of red blood cells was given, protamine administered and systemic heparin was held for 24 hours. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿